Manufacturer narrative:
The customer provided a printout from the central station (piic). The printout was evaluated by a philips clinical liaison specialist (cls). On the provided printout it can be seen that the device was tested with a simulator between 18:33 and 18:53 and showed a value. Thus no hardware or software problem was identified. Several factors can influence the abp measurement. Depending on the application of the abp sensor (e.g. Application on the wrist), it is possible that during a chest compression, only a rudimentary curve is measured. Another possible cause is that the arterial line is crinkled or broken. During the evaluation of the provided printouts, small values like 19/12(15) were measured. Small values can be displayed as a flat line depending on the set scale on the monitor. However, due to the lack of available information, the exact cause for the reported issue remains unknown. The clinical specialist who was involved received the investigation results on 17 aug 2018. The device remains at the customer site. Although the device worked as intended with a simulator, a malfunction of the device can not be ruled out. The exact cause for the reported issue remains unknown. There is no indication that this failure could be difficult to detect. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 at 15:25, while performing chest compression on the patient (bed m2) , the monitor could not pick up the abp pressure wave. It showed no amplitude on the screen. The clinical manager wants to know why the monitor did not show the pressure wave. A patient death has been reported. The device was used for monitoring at the time of the alleged malfunction.